Manufacturer narrative:
This is one of seven manufacturer reports being submitted for this case.  Please reference related manufacturer report no:   2015691-2020-14091 2015691-2020-14092 2015691-2020-14093 2015691-2020-14094 2015691-2020-14095 2015691-2020-14096 2015691-2020-14097

Manufacturer narrative:
Please reference article: useini, dritan, et al. ¿oversized versus non-oversized prosthesis: midterm outcomes after transcatheter aortic valve replacement using sapien 3 valve.¿ the thoracic and cardiovascular surgeon (2020). The dates of the events are unknown; however, according to the article the study period was from february 2014 to june 2017. For this reason, the first day of the reported study period (2/1/2014) was used as the occurrence date. This is one of seven manufacturer reports being submitted for this case.  Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product deficiency contributed to this adverse event.  Two patient with pvl greater or equal to 2 within the 30 day post op the tavr procedure. Details of the events were not provided. Based on the limited information received a root cause could not be determined. However, in addition to the mechanisms described above, patient factors not provided (e.g. Cardiac remodeling) may have contributed to the event. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6) through the review of the medical article: ¿oversized versus non-oversized prosthesis: midterm outcomes after transcatheter aortic valve replacement uisng sapien 3 valve.¿ regarding single-center retrospective study to evaluate the early and midterm clinical and echocardiographic outcomes in patients who received os, latest-generation balloon-expandable s3 thv after tavr using the transapical (ta) approach. 122 patients underwent transapical approach with sapien 3 thv between february 2014 and june 2017. The following event happened during the procedure: two patients with pvl greater or equal to 2 within the 30 day post op the tavr procedure. Details of the events were not provided.